Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section narrative text. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019- 01136 and related manufacturer report no: 2015691-2019- 01138. Corrected information: section: date of event. Date was corrected to the start date of the study period.

Manufacturer narrative:
At the time of the article, the sapien valves were not commercially approved for valve in valve or valve in ring. The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. The edwards sapien transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the ventricular perforation cannot be confirmed, investigation results suggest/indicate procedural factors (manipulation of the devices) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported in an article, "hemodynamic and clinical response to transseptal mitral valve-in-valve and valve-in-ring", 46 symptomatic patients (38 valve-in-valve and 6 valve-in-ring) with evidence of prosthetic mitral valve degeneration on transthoracic echocardiography (tte) undergoing tmvr between january 1, 2014 and october 1, 2017 were consecutively enrolled in this study. The edwards sapien, sapien xt and sapien 3 valves were used during the study period. It was reported that one patient required surgical intervention due to a left ventricular perforation. No further information concerning the patient outcome was provided.